Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Medical letter dated (B)(6) 2015: reason for admission: acute abdominal pain. Conclusion: patient admitted urgently for left rectus muscle hematoma 12 days after a repeat left inguinal hernia repair. Favourable evolution under medical treatment with simple analgesics. Discharged (B)(6) with weekly blood count monitoring.

Event description:
It was reported that a patient underwent a repair of a recurrent left inguinal hernia that was confirmed on ultrasound on (B)(6) 2015. Initial postoperative course was uncomplicated, allowing discharge on postoperative day 2. On (B)(6) 2015 (12 days after the operation) she was admitted urgently due to acute, intense abdominal pain. Clinical exam showed left para-umbilical guarding. Abdomen otherwise soft. No mass or contracture. Patient afebrile. Blood tests showed haemoglobin 11.3 g/dl, well tolerated, without electrolyte disturbance or inflammatory syndrome. An contrast-enhanced abdominopelvic CT performed urgently showed a hematoma of the left rectus abdominis muscle associated with a hematoma of the ipsilateral parieto-colic gutter. No evidence of superinfection. The patient was admitted to visceral surgery for further management. Hospital course included clinical monitoring, control blood tests and effective analgesia. Evolution in the service was favourable with regression of symptoms. The patient remained afebrile throughout the stay. Haemoglobin on (B)(6) was 10 g/dl. No inflammatory syndrome at the end of hospitalization. Discharged on (B)(6). Weekly blood count follow-up was planned to monitor haemoglobin stability. The patient could continue her usual treatment plus simple analgesics. She was to be seen in outpatient consultation 15 days after discharge. Current patient status: severe pain in the left inguinal area (two hernia meshes overlapping). The pains that required management at (B)(6) hospital pain centre are on the left, where the two prostheses overlap. Recurrence. Quality of life extremely degraded. Life on hold, and it is getting worse. These prostheses have been in place for 10 years and I have been struggling ever since. Sometimes the pain level is extreme. Daily suffering requiring use of versatis patches, analgesics, psychological follow-up. Use of peristeen plus laxatives. Antihistamines, anxiolytics and hypnotics. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 lot number is invalid. Therefore, should be updated to unknown.